Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the they were hospitalized on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was 300 mg/dl. The customer was treated with insulin pump only for high blood glucose at hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain and for the diabetic ketoacidosis they felt terrible body pain as well. Customer reported that they did contact their health care professional regarding the high blood glucose. Customer reported that the insulin pump was on auto mode at the time of incident. Troubleshooting was performed. The device will be not returned for analysis.